Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the system's vacuum was poor during a surgical procedure. The procedure was completed. There was no patient harm.

Manufacturer narrative:
The company service representative examined the system, but was unable to replicate the reported event. The company service representative verified all pneumatics regulators pressure output. Unrelated to the reported event, the company service representative updated the software. Preventive maintenance (pm) was performed. The system was then tested and met all product specifications. The system was manufactured on june 11, 2010. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).